Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a rack containing potentially contaminated samples was located on the I-side of the rsm of the on the alinity ci-series processing module. The customer stated the rsm transporter drove with urine samples over the rack with serum samples and due to jolting movements, the rsm transporter may have spilled urine, which could have entered the serum samples. The customer stated a sample with pid (B)(6) showed suspiciously high creatinine and hrs values (prior results normal), measured from serum on the cobas (not abbott) on 04/27. Creatinine was retested twice on a second cobas in the lab using the same serum sample and was also high. Serum creatinine results (cobas): 9.9 / 9.29 / 8.16 mg/dl. Repeat measurement on cobas from edta plasma: 0.73 mg/dl. Subsequently, all samples with high creatinine values were retested: a total of 3 samples were identified with the same abnormal pattern (serum elevated, edta plasma normal). Service review of logs showed for sids (B)(6) and (B)(6), as well as other sids, exception (B)(6): unable to process test. Error during rack transport. No impact to patient management was reported.